Manufacturer narrative:
(B)(4). The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using an uphold vaginal support system, while the physician attempted to load the suture and needle into the head of the capio device outside of the pt, the needle detached from the suture. The physician completed the procedure with another uphold kit, with no complications to the pt, who is reportedly "fine" post-procedure.